Event description:
It was reported that this device could not be interrogated any longer. The device was never implanted. No patients were involved in this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.